Manufacturer narrative:
Initial info from the customer indicates that the pt was on total parenteral nutrition (tpn) treatment. Tpn fluids typically contain lipids which is a known interference of the hemocue system that could cause false high results. This interference is stated in the labelling for the hemocue system.

Event description:
Capillary blood sample from nicu pt was run on a hemocue glucose 201 dm system and compared with results from other glucose meter. The results from the hemocue system were reported by the customer to be 72 mg/dl higher than the result from the other glucose meter. No pt impact has been reported.